Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator upgrade procedure. Upon interrogation, prior to the procedure, it was noted that the atrial exhibited measurements of low, out of range pacing impedance. No intervention was performed. The patient was in stable condition and will continue to be monitored.